Manufacturer narrative:
On (B)(6) 2016, the contact reported that during a healthcare provider visit, the customer's basal rate setting was adjusted to help address the low blood glucose(bg) levels. The customer's bg has stabilized. Tandem technical support had reviewed the pump data and confirmed that the customer had delivered a bolus 2 times for the reported bg level of 42 mg/dl and that the bg of 73 mg/dl occurred after the customer had delivered a bolus of 44 units to address a bg of 99 mg/dl. The contact acknowledged the information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 119-208 mg/dl. The contact thought the occlusion was due to the tangled infusion set tubing and declined tandem technical support's offer to troubleshoot to confirm that the tubing was the cause. The customer thought that the occlusion had stopped a lunch bolus and had delivered another bolus. Subsequently, the customer's bg had dropped to 42 mg/dl and glucose tablets were consumed to address the bg level. The pump history was reviewed and it was confirmed that 2 boluses had been delivered. Later in the day, the bg was at 73 mg/dl. The contact did not know why and a snack was consumed.